Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported having cgm inaccuracies since (B)(6) 2024. The patient reported that the cgm would read low mgdl and the bg meter would read 98 mgdl and 117 mgdl. It was not specified when exactly this set of comparison values was taken. On the morning of (B)(6) 2024, the patient went to the emergency room (ER) due to the cgm inaccuracies and because she was experiencing back pain. At the ER, the patient had an x-ray and lab work (including kidney function tests) done. The patient was also treated with intravenous (IV) fluids. The patient was discharged later the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).